Event description:
It was reported that the target lesion was located in the distal circumflex with mild tortuosity and no calcification. After pre-dilatation, the 2.5 x 15 mm mini vision crossed the lesion and was inflated. However it required a long time to inflate the balloon, so the physician suspected a balloon rupture. The stent was able to be implanted in the lesion at 14 atmospheres (atm). The balloon was inflated for a total of ten inflations with a maximum pressure of 16atm. The balloon rupture was confirmed when the device was removed from anatomy. There was no report of a clinically significant delay in the procedure and no adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the balloon was prepped inside the patient anatomy. No resistance was noted during advancement or retraction in the lesion. The deflation time of the balloon was reported to be a little longer than usual, but there was no issue during removal of the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A pinhole rupture in the balloon was confirmed. Scanning electron analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. In this case, a conclusive cause could not be determined for the reported balloon rupture. Since the balloon ruptured during the procedure, this subsequently contributed to the reported slow deflation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product deficiency. It should be noted that the minivision instructions for use to prepare the device prior to the delivery procedure. In this case, it is not likely that the preparation inside the anatomy contributed to the reported event.